Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a vascular access procedure, the micropuncture transitionless stiffened cannula access set hub detached upon removing the dilator. The device was able to be removed by hand as it was outside of the patient's anatomy. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the two components were returned detached from each other. The outer sheath was returned in a used and damaged condition, and the hub was detached from the shaft. The shaft has a 25 degree bend that begins a length of 5.5 cm from the proximal end of the device. There was no evidence of shaft material inside the hub, which indicates complete hub separation. The inner dilator was 11.4cm in length, and had a 10 degree bend in the shaft that began 1.5 cm from the hub. Additionally, a document based investigation evaluation was performed. A review of the device history record showed that the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.